Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding high blood glucose from the attorney of the family. The information received on (B)(6) 2021 stated the following, reporter alleged high blood glucose caused the customer hospitalization with blood glucose of 500 mg/dl. The customer was using a medtronic minimed 670g insulin pump. The insulin pump will be returned for analysis.